Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotator cuff repair, after passing several sutures through the cuff, the firstpass, no longer could pass the sutures. Upon checking, the product was found without the needle. The product was found without the needle. It is unknown when the needle broke, and whether if it broke inside or outside the patient. The needle was not found in the joint, and was not present in the x-rays taken intra and post operation. The procedure was finished with a smith and nephew back up device. There was a non-significant surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not received in any original packaging. The suture passer is missing. There are no other visible discrepancies. A functional evaluation was performed on the returned device showed that pulling the lever closed and locked the jaw. Pulling the trigger and lever could not deploy a suture passer as it is missing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the two provided undated/unlabeled photos were reviewed, with one photo appearing to show the suture passer device tip misaligned. However, a needle is not seen in each photo. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The root cause has been associated with unintended use of the device.. Factors that could have contributed to the failure include excessive force, tissue thickness or damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.